Manufacturer narrative:
(B)(4).

Event description:
It was reported tht the patient experienced syncope and light headedness. It was noted that the device had reached elective replacement 3 days prior on (B)(6) 2016. This was the first time the device was checked after having an av node ablation procedure, the device was explanted and replaced on (B)(6) 2016